Event description:
Initial result for a patient hcg was 0.469 miu/ml. When repeated, the results were 9794 and >10,000 miu/ml. No adverse events were reported in association with the incorrect result. The field service representative was unable to determine a cause for the discrepancy.